Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed the continuity resistance testing, and the sensor passed per specifications. Performed bicarbonate buffer testing and the sensor failed with low readings. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer also reported that he received multiple calibration error alarms. The customer's blood glucose was 169 mg/dl at the time of incident. The customer stated that his sensor glucose was 200 mg/dl but his blood glucose showed that it was 45 mg/dl. The customer stated that the alarm did not occur after performing a find lost sensor. The customer was explained that 2 consecutive calibration error alarms would lead to a change sensor alarm and the sensor would need to be replaced. The customer stated that the cannula was bent after removing the sensor. The sensor will be returned for analysis.